Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two episodes of cartridge fluid leaking into the pump on the same day while using contact detach infusion, with no visible damage noted on removed cartridges and correct loading sequence confirmed. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and continued monitoring after a full supply change using new boxes and a new cartridge lot. Investigation included real-time troubleshooting and guided replacement of all supplies. Investigation of this case revealed that the issue was not reproduced after replacing the cartridge and related supplies from different lots, which supports a supply-related or isolated cartridge issue rather than user technique. It was concluded, based on previously established findings for similar reports, that the cause was likely an isolated product performance issue associated with cartridge or supply variability.